Manufacturer narrative:
It was reported that patient was experiencing recurrent dislocation post-op thr. Doctor attributed to the patient l2 - s1 spinal fusion. The affected complaint device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. As device information was not made available, device history record review cannot be completed. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. Root cause was attributed to the patient conditions as stated. A review of risk management files and the instructions for use found that the reported failure was documented appropriately. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.

Event description:
It was reported that patient was experiencing recurrent dislocation post-op thr. Dr. Attributed to the patients l2 - s1 spinal fusion. Smith and nephew thr components well fixed and performing as expected. Surgeon elected to remove r3 head, cup and liner and implant zimmer biomet dual-mobility cup and liner.